Event description:
It was reported that during a laparoscopy procedure, the blade broke off into the patient. The piece was retrieved laparoscopically and the procedure was completed. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.